Event description:
It was reported that during an unknown procedure, the titanium tip was broken. The broken piece was retrieved by forceps. There was no patient incident. Procedure was completed using same like product.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested with a generator. During functional testing on gen04, an error code 5 was displayed. A probable cause of the device stopping activating and displaying an error code 5 is blade damage. The blade was found to be broken at the discolored (blue) area. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. The batch history records were reviewed with no anomalies noted during the manufacturing process.